Manufacturer narrative:
The insulin pump cracked battery tube threads and scratched display window noted during visual inspection. The pump had a noisy motor noted during rewind due to faulty motor. The pump passed prime and no prime anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The piston does not stop during priming. Troubleshooting was not able to not perform. The device will be returned for analysis.